Manufacturer narrative:
Tf5507 indicates that ventilation continues with remaining resource and when very high leakage (alarm). Sensor board pmixer sensor was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: device alarms with tf 5507 during testing.

Manufacturer narrative:
Tf5507 indicates that ventilation continues with remaining resource and when very high leakage (alarm). Sensor board pmixer sensor was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description: device alarms with tf 5507 during testing.